Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: device code 1494- off-label use- indication for use.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via an 8f sheath hole prior to an abdominal aortic stent implantation procedure. Reportedly, after the plunger of the proglide device was removed, the suture thread was not pulled out. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 24f and the abdominal aortic stent implantation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported needle to cuff miss was observed as a link break. The noted partially missing pad prints were likely removed during use due to anatomy and vessel contact. When the device is inserted the guide wire port makes contact with tissue. When manipulated in this condition the print can be rubbed inducing a wear and/or partial removal. The delamination of the pad print at the guide wire exit port are consistent with normal use. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely that an interaction with patient anatomy or link pulled until it breaks contributed to the reported suture retrieval issue. The reported treatment appears to be related to the circumstances of the procedure. Reportedly, the proglide device was used to close a puncture exceeding 21f. The electronic proglide instructions for use states: for access sites in the common femoral artery using 5f to 21f sheaths. For access sites in the common femoral artery using 5f to 21f sheaths. The IFU deviation would not have contributed to the reported difficulties; therefore, a letter is not required. The IFU deviation would not have contributed to the reported difficulties. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
N/a.